Event description:
It is reported that x-rays taken approximately 8 months post op showed that a screw was broken at the bottom at a 3-level construct. The device was explanted approximately 9 months post op.